Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was oversensing noise. Programming changes were discussed but no changes or intervention were confirmed. There were no patient consequences.